Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with unknown status regarding symptoms of covid-19. Patient had a history of sars-cov-2 positive testing in (B)(6) 2020. Sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive (reported to physician). Data was not available for this test. Retest was run on unknown date using unknown method off site, resulting in sars-cov-2 negative (reported to physician). Data was not available for this test. Customer was not able to provide any data as physician reported that he was not questioning the result or submitting a complaint and that they were trying to understand the possible difference in CT values. After discussion with customer, cepheid patient safety board determined root cause to be due to target near lod. There was no patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Customer did not provide test data for this complaint, therefore information associated with the product lot number, manufacture date and expiration date were not completed in this MDR. Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with unknown status regarding symptoms of covid-19. Patient had a history of sars-cov-2 positive testing in (B)(6) 2020. Sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive (reported to physician). Data was not available for this test. Retest was run on unknown date using unknown method off site, resulting in sars-cov-2 negative (reported to physician). Data was not available for this test. Customer was not able to provide any data as physician reported that he was not questioning the result or submitting a complaint and that they were trying to understand the possible difference in CT values. There was no patient harm.